Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string snaps off, retained [foreign body in reproductive tract]. Tampon strings snap off [device breakage]. Tampon string snaps off upon removal, retained [complication of device removal]. Case description: consumer reported via email that the tampon strings snap off during removal. No serious injury was reported.